Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited undersensing that was noted on a pause episode on merlin.net transmission via follow-up remote. Programming changes were made. Patient was stable before, during, and after the programming changes.